Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 44-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock. During support, the clinical team observed intermittent air bubbles on transesophageal echocardiography (tee). No hemodynamic instability, alarms, console abnormalities, or performance concerns were reported, and there were no allegations of device malfunction. The device remained in use without replacement, and no product was returned for evaluation. The patient remained clinically stable, was successfully weaned from impella support, and survived to explant. Based on the available information, the intermittent air artifact observed on tee appears more consistent with imaging-related visualization or nonspecific clinical factors rather than an impella device malfunction. There is no evidence of device-related performance failure, and final device involvement cannot be further assessed without product return, though current findings indicate the pump functioned as intended.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.